Event description:
It was reported that the patient had a coughing fit around 6 weeks after an artificial urinary sphincter (aus) was implanted leading to the pressure regulating balloon (prb) migrating to the subcutaneous area. There were no device issues caused by the migrations. A revision surgery was performed to address the experience. There were no patient complications.